Event description:
The customer contacted the service center to report that the systems overhead rails had become loose and appeared to be pulling away from the wall.

Manufacturer narrative:
A field service engineer inspected the system and found the brake assembly for the vertical system was sheered off. The assembly was remounted with new screws and the cables were reattached. Afterwards, the system passed all performance measures and was put back in use. (B)(4).